Manufacturer narrative:
All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Patient (B)(6) was implanted with the argus ii device on (B)(6) 2016. On (B)(6) 2017, it was reported that this patient's electrode array was no longer attached to the retina by the tack. The tack remains attached to the array. The patient was recommended revision surgery to reattach the electrode array to the retina. The patient was contacted by the site multiple times to schedule surgery. On (B)(6) 2017, the surgeon reported that the patient refused to undergo surgery. There is no defect or malfunction of the device associated with this event.